Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary stenting treatment procedure, vessel perforation occurred. The lesion being treated was located in the proximal obtuse marginal (om). The lesion was 14mm in length and the vessel diameter was 2.5mm, and the vessel was severely tortuous with a significant bend of greater than 90 degrees. The lesion was mildly calcified with a 75% stenosis and an ejection fraction of 80%. The physician used the double system guide in attempting to prepare to advance a stent. While attempting to pass the tortuosity in the om vessel, the vessel's wall was perforated by the choice plus guide wire. The physician used a balloon of unknown size and type to treat the perforation and achieve homeostasis. The problem was controlled. There were no other patient complications reported and the patient condition is listed as stable. The procedure was not completed due to this event. Medications used during the procedure included heparin, reopro, and animas.